Manufacturer narrative:
Follow-up #1 date of submission 03/17/2014-product analysis:the pump has been returned and evaluated by product analysis on 02/26/2014 with the following findings:the keypad response issue could not be duplicated during investigation. The keypad was found to be torn. Evaluation revealed that all keypad buttons were responsive. There was evidence of keypad contamination found under the contrast key contact. Unrelated to the complaint, investigation revealed that the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a tactile change and an intermittent response issue with the up arrow keypad button. It was reported that the keypad was torn. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.